Manufacturer narrative:
This supplemental report is to provide corrected information. Per the legal manufacturer, the customer's complaint of the b40 error has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Correction to supplemental report h6: complaint history review and trend analysis were not completed because this is not a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The indicated phenomenon was not reproduced in the repair department. It was stated that b40 error occurs when the cv is not working properly. Therefore, it was assumed that the facility's combination device of the processor became defective and caused b40 error. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. Updates to sections d9, h3 and h6. The suspect device was evaluated onsite by a field service engineer. The reported problem could not be duplicated and no device problems were noted.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b40" error occurred. The problem, as reported to olympus, was identified before a procedure, during connection. There was no patient injury, associated with the problem, reported to olympus.